Event description:
It was reported that an intraocular lens (iol) was caught in the arm. There was no patient contact. Through follow-up, it was clarified that the lens came out of the applicator missing one arm. It is not known whether the arm was stuck in the injector, or if the lens only had one arm to begin with. The product has been discarded and not available for return. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: not applicable, as there was no patient involvement. Implant date: if implanted, give date: not applicable, as there was no patient involvement. Explant date: if explanted, give date: not applicable, as there was no patient involvement. Initial reporter telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and although the complaint issue reported are related, the investigation is ongoing and cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.